Event description:
During a ptca procedure, the pt2 ptca guide wire tip fractured in the lad of the pt. The fractured tip was successfully retrieved with a snare. Another wire was used to complete the procedure. No pt injuries or complications were reported.